Manufacturer narrative:
Batch review performed on 10 dec 2025. Gmk-revision 02.07.2404l femur revision ps cemented s.4l (k102437) lot. 1902914: (B)(4) items manufactured and released on 28 aug 2019. Expiration date: 19 aug 2024. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery after 4 years and 10 months due to a loose femoral component. The surgeon revised the femur and the liner. The surgery was completed successfully.